Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
A dreamstation CPAP pro device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center found the evidence of contamination finding of discoloration/burned. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.